Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The unit was placed on an in-house system and was run in normal mode. The reported failure was confirmed and reproduced.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer reported that the erbe was encountering an error c-34. Prior to calling for support, the customer had power cycled the generator with no change. The onsite logs reflect error c-34 occurring during the procedure. The reporter tried to verify the power and reported it appeared it was connected to a second power cord/ extension cord and then connected to power at the wall. The customer explained the surgeon had changed the setting to 1 and was no longer encountering the error but did not have the effect they wanted. The customer did not want to troubleshoot the issue at this time as the procedure was ongoing. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.